Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No sample was returned for investigation. Retained file kits of axsym hbsag (v2) reagent lot numbers 55266lf00 and 55299lf00 were tested and met package insert claims: index calibrator and controls showed values within typical range. Hbsag sensitivity specimens (virus subtype: ad) were tested instead of the unavailable patient sample and gave a result of 0.32 ng/ml for lot number 55266lf00 and 0.34 ng/ml for lot number 55299lf00. These results are well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The hbsag sensitivity value represents the lowest detectable concentration of hbsag which resulted in a reactive result using the respective reagent lot number. A comparison of the final lot approval and retained sample data for lot number 55266lf00 and 55299lf00 showed that the negative control, positive controls and hbv sensitivity specimens showed values well within the specification range. In addition the retained file kits were tested with two commercially available seroconversion panels (hbv) to assess the clinical sensitivity of the current assay. The obtained results were compared with test data received from tests of the same seroconversion panels on axsym hbsag (v2) reagent lot number 47170lu00 as a reference lot. For seroconversion panel reagent lot number 55266lf00 and 55299lf00 detected the same bleeds reactive as the reference reagent lot number 47170lu00. For seroconversion panel both reagent lots were even able to detect one bleed earlier as reagent lot number 47170lu00. Based on these results it is demonstrated that the sensitivity performance of lot numbers 55266lf00 and 55299lf00 are performing acceptably. In addition the complaint and manufacturing records for axsym hbsag (v2) reagent, lot numbers 55266lf00and 55299lf00 were reviewed and no problems were identified. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that they are planning on converting from imx hbsag to axsym hbsag. They performed a comparison with their current method (imx hbsag) and found a sample which was reactive with imx hbsag and non-reactive with axsym hbsag lot 55266lf00. The sample was also tested with axsym hbsag lot 55299lf00 and was reactive. Imx hbsag confirmatiory testing was performed and was reactive. There was no impact to patient management.